Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose levels from late in the morning until the evening ranging from 200-300mg/dl. Elevated bg levels were treated by increasing insulin usage. Tandem technical support discussed factors that could affect bg levels with the customer.